Event description:
It was reported that during carotid siphon aneurysm procedure, even after four attempts, the subject stent did not open. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4. Expiration date ¿ added, d4. Gtin ¿ added, h4. Manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspection could not be performed as the product was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure there was no indication of a user related issue. The patient¿s anatomy was reported to be moderately tortuous. The defect was not identified at the time of preparation. Other devices used in the procedure in the conjunction with subject device were a microcatheter's and guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that during carotid siphon aneurysm procedure, even after four attempts, the subject stent did not open. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.